Event description:
Pseudo-septic response [inflammation]. Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012 from a non-healthcare professional regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml once into left knee. The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2012, the patient experienced pseudo-septic response with knee swelling up to twice its size requiring aspiration. Synvisc treatment was permanently discontinued. The outcome for the events of pseudo-septic response, knee swelling and knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of pseudo-septic response, knee swelling and knee effusion was not provided. Follow-up information was received on 6/7/2012 which upgraded the case to serious. The information was received from the physician regarding patient's date of birth, osteoarthritis information, synvisc lot number, events information and patient's clinical course. The patient had osteoarthritis of grade moderate-severe with joint narrowing and osteophytes. The lot number of synvisc was received. On (B)(6) 2012, arthrocentesis was performed and 80 ml of fluid was aspirated. The patient experienced pseudo-septic response on (B)(6) 2012 and on the same day, arthrocentesis was again performed with the amount of fluid aspirated 60 ml. The patient also received treatment with depo-medrol (methylprednisolone acetate) injection at a dose of 80 mg (initiated on (B)(6) 2012). On an unspecified date, in year 2012, the patient recovered from the events of pseudo-septic response and knee effusion. The intensity for the events of pseudo-septic response and knee effusion was severe and for the event of knee swelling was moderate. The reporting physician assessed the relationship between synvisc and the events of pseudo-septic response and knee swelling as definite and the event of knee effusion as unrelated.

Manufacturer narrative:
Follow-up information was received on 29-may-2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.